Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a company field representative was unable to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). The issue resolved after the field representative applied more pressure with the wand over the device. There was no patient impact. The device remains in service and has the most recent software upgrade.